Event description:
Ltv 950 just quit operating. Rt put vent plug into another circuit breaker plug. The ltv 950 still did not go on. Keyboard was dark - did not light up when rt pushed "silence-reset". No airflow since 10:10 am. Family member began bagging the patient, called homecare dealer to get a ltv 950 asap. Zero power outages in the home and fuses were not blown. Vent has been used by pt since 2001. No audible alarms. Inop led only. Tried internal battery, external battery, and another ac outlet. Accessories used: hme. No patient harm.